Event description:
It was reported that while putting a very unstable patient on the cardiosave intra-aortic balloon pump (iabp) unit, the patient had very low pressures 60/40 and less. The balloon pump wasn't able to help the patient with the pressures where they were. Unit did not display any alarm except "below augmentation limit" during code. Discontinued treatment because the patient passed away.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. The customer requested inspection/preventive maintenance (pm) on the unit to ensure proper operation. The fse stated that the unit did not display any alarm except "below augmentation limit". The fse inspected the logs and found no abnormal alarms indicating unit malfunction. The fse stated that the fault log did not show logs back for 8/22/24 since unit was used on 9/6/24, and logs were full of entries from that date. There was no indication of unit malfunction found in the logs or during testing/inspection. The fse performed a complete pm with full calibration, functional testing and safety checks. The unit passed all functional and safety tests per factory specifications. The unit was returned to the customer.